Event description:
It was reported that the patient received shocks. The ICD was not interrogable. The lead was capped and a new ICD was implanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore, this report only refers to the results of the ICD analysis and the inspection of the quality documents associated with the manufacture of the ICD and the lead. The manufacturing processes for the ICD and the lead were reviewed, and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened, and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated. Based on the observed symptoms, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to twiddlers syndrome, subclavian crush syndrome or other lead insulation damages. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated. The analysis revealed no indication of a material or manufacturing problem.